Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving baclofen (concentration 500 mcg/ml, dose 400 mcg/day) via an implantable pump for intractable spasticity. The event date was (B)(6) 2016 the patient experienced increased spasticity despite dose escalation, there were no factors provided that may have led or contributed to the issue. Diagnostics/troubleshooting were performed; the catheter was aspirated successfully but they experienced difficulty injecting dye. Surgical intervention occurred during which the catheter appeared to be intact and flowing normally when disconnected from the pump. The surgeon opted to replace the pump since he could not find evidence of catheter malfunction. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿

Manufacturer narrative:
Analysis of the pump identified no anomalies. Eval code-conclusion on the pump was updated. Device code (B)(4) is for the pump. Only the pump was returned for analysis- all eval code method and eval code-result are for the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.